Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.the device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria.(B)(4).

Event description:
A site manager reported an energy error during laser ablation of the right eye. The error caused the site to abort the procedure and restart the system. After the system was restarted they were able to complete the procedure without further issues. The patient did not experience harm and is reported to be doing well post operatively.

Manufacturer narrative:
Review of the logfiles can confirm during the treatment the reported message was shown due to high reading values of the sensor during the beginning of the treatment. The user tried to go on with treatment 7 times and a summed interruption time of 132825 ms without success before he aborted the treatment after approximately 20% of the treatment was already performed. Review shows the last energy check before the reported treatment was started was more than two hours ago which is not in the recommended time range. The user tried to perform an energy check without success before he restarted the system. The user performed several energy checks with the reported warning message before he was able to get a valid one. No further contributing factor could be identified during logfile review. During an onsite visit, the fse (field service engineer) was not able to duplicate customer reported event. Fse successfully completed system verification to specification. The root cause could not be identified conclusively. Most possible root cause could be a faulty sensor. (B)(4).